Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission 05/24/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad symbols were worn off. The up arrow and down arrow keypad buttons were intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons were responding to button presses and had normal spring back. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump on and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for investigation. Investigation is not complete. Once investigation is complete a supplemental report will be submitted. No conclusions can be made at this time.